Event description:
It was reported that during the implant procedure, the lead tested with good parameters, but when it was connected to implantable pulse generator (ipg), the device did not work. The physician replaced the device, and the new device did not work either. The physician then tried to pull the lead back into the connector, and the new device began to work normally. After implantation, the physician programmed the device and the ventricle lead was not working in bipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).